Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation underneath the distribution node described as a red spot the size of a dime. The patient consulted his physician who recommended using a dermal patch on the irritation. Follow-up indicated that the irritation was improving with use of the patch.